Manufacturer narrative:
The device was returned for investigation, sample was received in used conditions, decontaminated, without original packaging and inside in a plastic bag. Visual inspection results: the sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Which could cause the failure mode reported functional testing: the sample was filled whit 100 ml of colored water using a syringe following the IFU as 10009799-002 rev 100? IFU, cassette, 21-7302? To detect any leakage. Results: the sample unit present leaks in the join with the tube of the bag, thus, the failure mode reported is confirmed. The root cause was traced to manufacturing. Root cause : per CAPA (B)(4) was open on (B)(6) 2020 it were identified the following root causes: equipment failure: the bag sealer machine ID# bfm-2-1-001 was causing the weak seal condition on the joint of the tube with the bag, the generator of the equipment was identified. 2. Procedure not followed: the two forms related to the procedures pm-1011 and pm-1026, for to register units with leak were not filling up, even that was identified the equipment malfunction, as well the method to test the units in both process was not followed as is required, forcing the equipment to release parts with potential leak condition. Action taken: the following corrective action were implemented thru CAPA (B)(4) , the current status of the CAPA is in voe (verification of effectiveness): the rf generator of the bag sealer machine ID# bfm-2-1-001 was replaced on september 10, 2020. Update procedure pm-1011?cassette leak testing, install ffp clip and luer capping? To adequate better flow in the execution of the manufacturing activities was implemented on may 24, 2021. Ay bag was manufactured prior the action to replace bag sealer machine replace was complete on 10/sep/2021, therefore actions were implemented after manufacturing date ay bag lots.

Event description:
It was reported that during the use of the product, leakage of medical fluid from the medication bag was observed. No patient injury was reported.